Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that several days post cardiac resynchronization therapy defibrillator (crt-d) implant, an impedance alert was suddenly triggered from the device for high right ventricular (rv) lead defibrillation impedance. During programming it was noted that the device was unable to deliver pacing pulses or sense normally. All three leads were noted to have completely lost pacing and sensing function with continuous noise across all channels of the device and no capture from all three leads even at maximum outputs. A chest x-ray was done which appeared to show normal connection. Further review of the device data showed several days of missing impedance trends. The patient was hospitalized and the crt-d was programmed out of service and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.